Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the sphincterotome was inserted into the scope to cannulate the papilla. When the physician was cutting the papilla, the wire broke in half. No part of the wire fell into the pt. The device was removed and the procedure completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch wil be filed. (B) (4).